Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level of 536 mg/dl. Elevated bg was addressed by administering a manual injection. For past issues, customer reset pump and reloaded the cartridge; however, issue persisted. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.